Event description:
It was reported that during a rotator cuff repair procedure using a magnum2 knotless implant, the suture snare snapped upon tensioning. This happened with two add'l magnum2 knotless implants, as well. It was at that point necessary for the surgeon to drill a new bone hoke and the procedure was completed using a fourth magnum2 knotless implant along with arthrocare spartan implants. There were no significant delays or patient complications reported as a result of this event.